Manufacturer narrative:
The device is not expected to be returned as it remains implanted in the patient therefore a technical product analysis cannot be carried out. As there is no current allegation against the device itself, no further investigative action will be completed.

Event description:
A report was received that the patient was experiencing extended charging times. The patient was having to charge for three hours per day and it used to take one hour per day. She noted that extended charging times started to occur since she underwent a pocket revision procedure (B)(6) 2019 (see report 3006630150-2018-60464). The patient underwent a pocket revision and the ipg was repositioned. The patient was doing fine post operatively.